Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered recurrence of stress, urinary incontinence, bladder, leakage, chronic pain, painful sexual incontinence, and infections. No further info has been provided.